Event description:
Customer reported serial draws tested wtih triage cardiac panel test which gave elevated cardiac marker results of troponin I. Draw time: 7:20, meter, myo: 46, ckmb: <1.0, tni: <0.05 draw time: 9:26, meter, myo: 40, ckmb: 1.1, tni: 0.15 repeat <0.05 (negative results with other assay, rxl) draw time: 11:01, meter, myo: 37.7, ckmb: 1.4, tni: <0.05. Patient presented with pressure in chest. Patient was discharged. Event occurred 2 days prior to report of product problem.

Manufacturer narrative:
No sample or product was returned, so the client's observations were not verified with in-house testing. Review of manufacturing calibration data for the lot showed results within specifications. The investigation could not rule out the effects of sample-specific, environmental or device-specific factors/issues on product performance. No further action at this time.